Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.75x16 stent was inserted in the proximal lad and a 3.50 x 16mm synergy xd drug-eluting stent was inserted in the left main coronary artery. The expansion of 3.50 x 16mm synergy xd stent was insufficient, so proximal expansion was performed with the stent balloon. However, during removal of the stent balloon, the shaft broke. The procedure was completed with this device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 16mm stent delivery system was returned for analysis product mandrel inserted and stent protector was covering the balloon. The device was returned without a stent. A review of the manufacturing stent profile data was performed and the stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted. The balloon was in a deflated state. No issues were noted with the balloon material. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a completed break at 126 cm distal to the strain relief. The shaft polymer extrusion was also found to be stretched near the port bond.

Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.75x16 stent was inserted in the proximal lad and a 3.50 x 16mm synergy xd drug-eluting stent was inserted in the left main coronary artery. The expansion of 3.50 x 16mm synergy xd stent was insufficient, so proximal expansion was performed with the stent balloon. However, during removal of the stent balloon, the shaft broke. The procedure was completed with this device. No patient complications were reported and the patient status was good.